Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in two pieces. The lead was returned with the helix extended and clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedure damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to blood/tissue in the helix region and over torque of the inner coil.

Event description:
It was reported during implant procedure that right ventricular lead exhibited a failure to retract. The lead was successfully exchanged. The patient was stable and asymptomatic.